Event description:
It was reported that a small volume infusor experienced a leak. The leak was described as a spray and a slow leak from the connection between the fill port and an unknown filling device. The infusor was filled with an unknown amount of saline (non baxter product). The customer attempted to fill the device with a fluorouracil (non baxter product). There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.